Event description:
It was reported that the patient presented with improper healing at the implantable cardiac monitor (icm) incision site and experienced discharge during follow-up in the clinic. The icm was visible from the opened incision site. The icm was explanted and replaced. The patient was in stable condition throughout.